Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed missing stopcock fixing screw and broken internal lens were found to likely be the result of user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported problem, the image is blurry/cloudy due to broken internal lens. Also, during the service inspection, the stopcock fixing screw was found missing (reportable defect). Other defects noted were deformation of the rigid outer tube, deep scratches on the outer tube, and debris particles in the whole device. The cause of the stopcock fixing screw dropout is unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer single channel, ocular angle rigid cystoscope was returned to the olympus service center for a reported ¿cloudy lens¿ which was found at an unspecified event. During the service inspection, the stopcock fixing screw was found missing. No death or injury and no impact to patient or other was reported to olympus. This report is being submitted to capture the broken, missing component.